Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance, greater than 3,000 ohms. Technical services (ts) simulated with a fractured lead and suspected this rv lead was compromised. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance, greater than 3,000 ohms. Technical services (ts) simulated with a fractured lead and suspected this rv lead was compromised. This rv lead remains in service. No adverse patient effects were reported. Additional information was received. It was confirmed this rv lead was fractured or compromised. The patient decided to not receive a new rv lead, as it was not necessary due to device programming. It was noted the patient could receive magnetic resonance imaging (MRI) in the future. No adverse patient effects were reported.